Event description:
The customer reported that on (B)(6) 2022, the v200 device failed while in clinical and therapeutic use. The reporter indicated that no audible alarm was generated which could have led to the nurse's failure to detect the issue resulting in an unspecified serious injury to the patient. On (B)(6) 2022, a (B)(6) male patient was hospitalized due admitting diagnoses of acute myocardial infarction and respiratory failure. On the same day at 6:30 (unspecified time of day), the medical staff placed the patient on the v200 device as a therapeutic measure for the admitting diagnoses of acute myocardial infarction and respiratory failure. At 9:34 (unspecified time of day), the device failed as no audible alarm was generated which could have led to the nurse's failure to detect the issue resulting in an unspecified serious injury to the patient. Two minutes later, at 9:36, the nurse identified the issue, and the device was replaced in time. No other injury or harm was incurred other than delayed treatment. The patient reportedly completed the ventilator therapy for the intended indications of myocardial infection and respiratory failure. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This complaint is being downgraded from a serious injury to a product problem as there was no actual harm or injury incurred by the patient, other than delay in treatment. The customer clarified that there was no serious injury incurred or exacerbation of the respiratory failure which is one of the therapeutic indications for the v200 ventilator therapy, other that delay in treatment. The device was transitioned to another v200 ventilator, with no other medical intervention rendered. There was no patient harm or injury. The software version, serial number, and settings of the v200 ventilator were unknown. The device generated unspecified visual alarms at the time of the event. The device was not evaluated by a philips field service engineer. The results of the device evaluation performed by the institutional biomedical engineer, along with the messages displayed on the ventilator screen and copy of the diagnostic report (drpt) were requested but remained unknown. The unit was not repaired, and no parts have been replaced. The current device status was reportedly in idle state. Philips is unable to confirm the allegation as the customer has not requested for service. The institutional biomedical department were unable to provide the results of their evaluation and diagnostic reports.